Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18683, 3006705815-2024-00942 it was reported the patient lead was explanted on an unknown date and unknown reason.